Event description:
A customer reported error message ¿4223 main arm z-axis home overrun¿ on the aia-2000 analyzer, the analyzer is down. The customer performed an all set home and the error persist. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact para thyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. While troubleshooting with the customer by phone, fse confirmed that the main arm was stuck. Fse had the customer check the spring on the main arm and it was stiff. Fse instructed the customer to move the main arm until it moved freely. The customer confirmed they are running samples without errors. No further action required by field service engineer. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 23jul2021 through aware date 23aug2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: 4223 main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Action: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the main arm spring was stuck.